Event description:
It was reported to boston scientific corporation on october 10, 2008 that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2008. According to the complainant, during the procedure, the prolieve catheter was "unresponsive" as it appeared the "rf was too high". The physician successfully completed the procedure with another prolieve thermodilatation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine". Note: the event, as reported, did not reflect an MDR-reportable scenario; however, eval of the returned device, which was completed on december 16, 2008 revealed an MDR-reportable malfunction. This manufacturer report is submitted based on the eval results.

Manufacturer narrative:
A visual examination of the returned prolieve catheter revealed the anchoring balloon separated 360 degrees around a tip bond. No other visible signs of damage or imperfections were noted. A visual evaluation of the catheter rf antenna found a "dark-spot" on the face of the first coil. In addition, high reflective energy was noted when the microwave energy was engaged.